Manufacturer narrative:
OEM manufacturer: the manufacturing location for this product is nipro. This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4),has been listed in the (B)(4) FDA registration number has been used for the manufacture report number. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® safety-lok¿ blood collection set there was insufficient blood flow through the device. This event occurred 3 times. The following information was provided by the initial reporter. The customer stated: "tubes are not drawing blood. There is no blood return when the patient's vein is punctured, and the needle is inside the vein."

Manufacturer narrative:
H6: nvestigation summary: material # 367283. Lot/batch # 2c2181. Bd had not received samples or photos for investigation. Therefore, 50 retention samples from bd inventory were evaluated by visual examination and functional testing and no issues were observed relating to not drawing blood as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode not drawing blood. Bd was not able to identify a root cause for the indicated failure mode. Under our manufacturing process, 100% inspections are performed by automatic inspection machine installed on our automatic assembling machine after adhering luer adaptor hubs and needle tubes, and after adhering wing needle hubs, tubes and connecters. Moreover, inspection machines are routinely checked and maintained. Therefore, the possibility that clogged products are shipped out is very low. If any samples are sent, we will conduct further investigation. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported when using the bd vacutainer® safety-lok¿ blood collection set there was insufficient blood flow through the device. This event occurred 3 times. The following information was provided by the initial reporter. The customer stated: "tubes are not drawing blood. There is no blood return when the patient's vein is punctured, and the needle is inside the vein."